Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd nexiva¿ closed IV catheter system clamp was broken. This was discovered after use. The following information was provided by the initial reporter: broken clamp and hole observed in extension set after IV placement. After insertion of the IV cannula the clamp was observed to be broken and a hole was observed in the extension set. The IV cannula was removed and replaced.

Event description:
It was reported that bd nexiva¿ closed IV catheter system clamp was broken. This was discovered after use. The following information was provided by the initial reporter: broken clamp and hole observed in extension set after IV placement. After insertion of the IV cannula the clamp was observed to be broken and a hole was observed in the extension set. The IV cannula was removed and replaced.

Manufacturer narrative:
H6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo displaying a 20 ga nexiva winged adapter and extension tubing with the y adapter attached to a miscellaneous connector. The extension tubing was filled with bodily fluids. During the visual examination of the photo, it was observed that the white pinch clamp was broken. The provided photo did not display any evidence of a hole in the extension tubing. The defect of broken clamp was confirmed while hole in extension set was not able to be confirmed. Damage to the clamp can occur during the manufacturing process when the clamp is loaded onto the extension tubing and this is the probable root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.